Event description:
It was reported that the patient died. Pre-procedure transesophageal echocardiogram (tee) imaging showed a trace pericardial effusion was present. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. Coaxial sheath position was difficult to attain, and several deployments and full recaptures were made to properly position the device. Proper position was not attained. While assessing the position of the device, it was noted that the trace effusion appeared to have increased in size. As the physician began to take a contrast shot to verify if visible damage to the laa could be seen, the fluoroscopic imaging system shut down. Without access to fluoroscopy, and a slowing increasing effusion, the physician decided to end the procedure. Under tee guidance, a full recapture was made and all of the devices were removed from the patient. The patient was monitored in the room and when they appeared to stabilize, they were transported to the pacu. Approximately fifteen minutes later, the patient appeared to be in distress, and a transthoracic echocardiogram was conducted. An increased effusion was noted, and the patient was transported back to the cardiac catheterization lab. A pericardiocentesis was performed but the patient ultimately died three hours post procedure.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro was not returned; therefore, device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0037214075. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) with cardiac tamponade (additional device and imaging required) and death. Risk review: a risk review was completed and confirmed that the events of pericardial effusion with cardiac tamponade, and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the patient died. Pre-procedure transesophageal echocardiogram (tee) imaging showed a trace pericardial effusion was present. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. Coaxial sheath position was difficult to attain, and several deployments and full recaptures were made to properly position the device. Proper position was not attained. While assessing the position of the device, it was noted that the trace effusion appeared to have increased in size. As the physician began to take a contrast shot to verify if visible damage to the laa could be seen, the fluoroscopic imaging system shut down. Without access to fluoroscopy, and a slowing increasing effusion, the physician decided to end the procedure. Under tee guidance, a full recapture was made and all of the devices were removed from the patient. The patient was monitored in the room and when they appeared to stabilize, they were transported to the pacu. Approximately fifteen minutes later, the patient appeared to be in distress, and a transthoracic echocardiogram was conducted. An increased effusion was noted, and the patient was transported back to the cardiac catheterization lab. A pericardiocentesis was performed but the patient ultimately died three hours post procedure.